Manufacturer narrative:
The insulin pump passed the excessive no delivery test, priming test and displacement test. There was no unexpected no delivery alarm on the device. The insulin pump was received with cracks on the reservoir tube, broken belt clip slot, cracked battery tube threads and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was over 600 mg/dl. Customer attempted to treat their high blood glucose via insulin pump but received no delivery alarm. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during bolus delivery. Customer advised they changed out everything and the no delivery alarm remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.